Event description:
The customer stated that, during qc run, the reagent probe a started to leak water from the collar wash. The leaking fluid that the customer found was di water and was contained within the instrument.

Manufacturer narrative:
Upon arrival the service engineer first primed the instrument but did not detect the leak. He ran qc to run instrument and after a few reagent aspiration and dispenses, probe a wash collar began to spit and leak. He removed the wash collar vacuum valve and check for obstruction and none were found. He then replaced the wash collar vacuum valve and primed the instrument. He ran qc to observe the operation and no leaks were found. Upon recur, a leaking collar wash can impact all chemistries, including critical chemistries. The manufacturer's reference # for this event is (B)(4).